Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The getinge service territory manager(stm) that discovered the issue found that the battery module had a faulty led indicator. The stm replaced the battery pack, and unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated repair performed by a getinge service territory manager (stm), the the cardiosave intra-aortic balloon pump (iabp) had a faulty led in the battery. There was no patient involvement.